Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Initial reporter name and address: the name of the second physician reported is (B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be file.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a wallflex biliary rx fully covered rmv stent was to be implanted to treat a malignant stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During preparation, the physician noticed that the stent was dirty and that the rapid exchange function did not work. Reportedly, the procedure was completed using a different device. There were no patient complications reported as a result of this event. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.